Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was elevated (407 mg/dl). During system check with tandem technical support, a large air bubble was identified in the infusion tubing. The tubing was primed to resolve the issue.